Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error occurred. There was no impact to the customer's blood glucose level. Another cartridge was loaded on the pump to resolve the issue and the customer resumed insulin.